Event description:
It was reported that myopotential oversensing causing inhibition of pacing support was noted on the device via a review of remote transmission. The patient presented to the clinic on (B)(6) 2025, and programming changes were made. No patient symptoms were reported.